Manufacturer narrative:
Initial.

Event description:
It was reported that a trainer requested assistance during a supply change for an ilet user wearing a contact detach infusion set, where the trainer did not rewind or prime the tubing before placing the cartridge and infusion set on the patient and proceeded only with the fill cannula step while the system remained connected, which constituted an improper procedure potentially involving the plunger and was resolved through guided troubleshooting and education. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of the information provided. Investigation of this case revealed no device problem was found, a usage problem was identified, and the event was attributed to improper or incorrect procedure or method, with the device component of interest being the plunger. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that caused or contributed to the event.